Event description:
On two separate occasions IV tubing separated from in-line pumping device. On the first occasion the physician was exposed to blood products. On the second occasion the blood had already been infused so exposure was minimized.